Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-05. Investigation summary: after performing a photo only investigation, bd received 160 units within sealed packages. Visual observation revealed all packaging and units were not damaged and all components were present and intact. Per bd policy, 76 units were randomly selected for functional testing. Each unit was tested for needle retraction by breaking tip adhesion and depressing the activation button. For all units, the buttons depressed without resistance and all needles fully retracted. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ shielded IV catheters experienced difficulty activating the needle retraction. The following information was provided by the initial reporter: it's not easy to push when used.

Manufacturer narrative:
Initial reporter phone #;(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ shielded IV catheters experienced difficulty activating the needle retraction. The following information was provided by the initial reporter: it's not easy to push when used.